Event description:
The device was connected to the pt through redi-pak quick-combo adult pacing/defibrillation/ECG electrodes. Reportedly, the device would not dispaly the pt ECG through paddles lead. Connections to the device and pt were checked and verified, but the failure was not resolved. A backup device of same model arrived on scene and was connected to the pt through the same pre-applied electrodes. This backup device was used to treat the pt. The pt was not resuscitated.